Event description:
It was reported that prior to a stent placement procedure in left superior femoral artery, the wire allegedly came out of the lumen above the deployment handle. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample was found kinked at the proximal end close to the grip, and with break at the kink axis. During evaluation testing a system compatible 0.035" guidewire exited the guidewire lumen at the kink/ break close to the grip. The investigation leads to confirmed result for kink, break, and failure to advance. A system compatible 0.035" guidewire was in use, a damage was not identified prior to unpacking, and a force increase was not felt. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink and break close to the grip leading to failure to advance. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'keep the device as straight as possible following removal from the packaging (...)', and 'do not rotate the grip while extracting the stent system from the tray.' Regarding damage the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' Regarding guidewire size the instructions for use state: 'advance the stent system over the 0.035¿ guidewire (...)'. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.